Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer needed assistance with programming the insulin pump. Customer stated that she has been released from the hospital due to high blood glucose. The blood glucose reading is 508 mg/dl. Customer stated that a bent cannula caused the high blood glucose. Customer is tired and thirsty. Customer treated with insulin pump. The blood glucose reading at the time of the event was 589 mg/dl. Customer was vomiting and nauseated. Diagnosed diabetes ketoacidosis. Nothing further reported.